Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer's most recent blood glucose reading was 42 mg/dl. The caller also stated that the insulin pump was delivering boluses that the customer had not programmed. The bolus history was reviewed, and found multiple boluses that the customer stated he did not program. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.